Event description:
It was reported that the left ventricular (lv) lead was unstable at implant and dislodged. A few weeks later, the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: dtba1d4 implantable biv defibrillator 2013-(B)(6), 6947m62 implantable defib lead 2013-(B)(6), 5076-52 implantable pacing lead 2013-(B)(6). (B)(4).